Event description:
The device was used during a laparoscopic hernia repair. It was reported by the rep. After several stapling. The staples could not release smoothly. After the dr removed the staples from the tissue it jammed. The case was finished with new one. There was no consequence to the pt.

Manufacturer narrative:
The instrument was cycled and fired, and continually jammed and twisted the staples. The instrument was dissassembled and it was concluded the former had caused the staples to twist. Based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported intrument's staples "could not release smoothly" during surgery may have been due to the former. The instrument was received with a twisted staple which was jammed in the cartridge nose. The twisted staple was removed from the cartridge nose and the instrument was cycled and fired 1 staple without incident. The following staple twisted and jammed within the cartridge nose. It was concluded that the staples were twisted due to the former. The former has been modified which reduces the occurrence of this incident. Co strives to understand each incident as it occurs in order to continuously improve co's products.